Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was isolated to a shorted u1004 that damaged the f600 component on the computer/analog board. The root cause for the shorted u1004 and defective f600 components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.